Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
On the 10th (B)(6) 2009 I underwent mesh surgery after years of suffering from stress urinary incontinence. After the surgery, I felt the mesh, the pain and infections from it eroding into my uretha, 18 months after the surgery, a cystoscopy was performed on the (B)(6) 2010 and revealed evidence of mesh threads eroding in the uretha with pedunculated bleb of tissue attached to the thread. I was referred back to dr (B)(6)hospital. In and around 2012, the mesh was partly removed from my uretha and I had to be catherised. The mesh then eroded into my vagina and a partial vaginectomy was carried out on or around (B)(6) 2014. I have since been diagnosed with chronic pain.

Manufacturer narrative:
Date sent to FDA: 7/2/2019.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and tvt-o was implanted.